Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further, the exact implant date was not provided and the representative referred to the estimated eri of 9 months (as previously reported). In regards to the underdose symptoms, the patient experienced a return of pain. There was only a return of pain, no patient injury. The patient was not exposed to electromagnetic interference or magnetic resonance imaging (MRI) scan on (B)(6) 2017 (date of stall per logs). The pump was replaced on (B)(6) 2018. The patient now felt ¿fine¿ and was receiving effective therapy after replacement. The pump was discarded.

Manufacturer narrative:
Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in italy who received morphine 0.5 mg/ml at a dose of 0.054 mg/day via an implantable pump. The indication for use was not provided. It was reported that during normal use the pump logs showed a pump motor stall. The pump logs provided from (B)(6) 2018 noted that a motor stall occurred on (B)(6) 2017 and a pump period may exceed tube set message occurred on (B)(6) 2017. There was no indication of a motor stall recovery. The estimated replacement indicator was 9 months. Diagnostic testing/troubleshooting included pump interrogation and checking the logs. The patient experienced underdose symptoms. No actions or interventions were taken but the pump was to be replaced as soon as possible. The replacement had not been scheduled. It was unknown if there were any external, environmental, or patient factors that might have led to or contributed to the event. The reported implant date of (B)(6) 2011 was being clarified. At the time of the report, the issue was unresolved and the patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.